Event description:
It was reported to boston scientific corporation that an ultraflex covered tracheobronchial stent was used during a stenting procedure within the bronchus on (B)(6), 2010. According to the complainant, following a tracheotomy, the scope and stent were advanced to the target site. As the deployment suture was being pulled, the physician felt severe resistance, and the stent failed to deploy. The patient's anatomy was not tortuous, and the lesion was not predilated. The device was removed from the patient. The procedure was not completed due to another of the same device not being available. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. After the physician removed the stent from the patient, he/she noted that the stent was "deformed upon removal", but no damage was noted to the delivery system. Outside of the patient, the stent was successfully deployed, but the physician noted that the stent appeared to be smaller than specification.

Event description:
It was reported to boston scientific corporation that an ultraflex covered tracheobronchial stent was used during a stenting procedure within the bronchus on (B)(6) 2010. According to the complainant, following a tracheotomy, the scope and stent were advanced to the target site. As the deployment suture was being pulled, the physician felt severe resistance, and the stent failed to deploy. The patient¿s anatomy was not tortuous, and the lesion was not predilated. The device was removed from the patient. The procedure was not completed due to another of the same device not being available. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. After the physician removed the stent from the patient, he/she noted that the stent was "deformed upon removal", but no damage was noted to the delivery system. Outside of the patient, the stent was successfully deployed, but the physician noted that the stent appeared to be smaller than specification.

Manufacturer narrative:
Patient reported to under 18 years of age. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Dimensionally, the returned stent was within specification, measuring in at 4cm in length (40.0 ± 5.0mm specification) and 8mm in diameter (8.0 ±1.5mm specification). The stent was further examined and no bends or kinks were noted along the body, and no issues were noted with the profile. The condition of the returned device was not consistent with the complaint that the stent was deformed and smaller than specification. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.